Event description:
The patient contacted animas on (B)(4) 2012 and reported he was experiencing rapidly decreasing blood glucose (bg). The patient reported his bg was 188 mg/dl and ss the call progressed, the patient's bg reportedly had further dropped to 130 mg/dl and then to 92 mg/dl in 25 minutes. The patient reported slurred speech, dizziness and tingling on his neck. Animas customer technical support (cts) advised the patient's wife to call 911 and for the patient to consume a glass of orange juice with sugar. The patient reportedly drank approximately 16 ounces of orange juice with sugar. The emergency medical technicians (emts) arrived the patient was transported to the hospital under the care of the emts. The patient reported that in the emergency room (ER) his bg was 42 mg/dl and he ''started seeing colors but did not pass out.'' The patient reported being treated at the ER with IV dextrose and fluids. The patient discontinued insulin pump therapy at the ER and was started on a backup plan with humalog and lantus via syringe. The patient reported being discharged from the ER to home at 4:00 am on the backup plan. The patient reported filling the insulin cartridge at 4:30 pm with 187 units of insulin and stated the pump was successfully primed. The patient reported he began to use the pump for insulin delivery. The patient alleged that at approximately 8:45 pm the same day, the pump emitted a random loss of prime alarm, which was verified in the pump history by cts. The patient stated he disconnected from the pump and was not able to get the pump primed after four attempts. The patient reported that the cartridge was empty after the four prime attempts. The patient alleged that the pump did not emit a low/empty cartridge warning. During review of the pump with cts, it was confirmed that there were no alarms in the alarm history for that day. The patient confirmed that the cartridge cap was secure and there was no power loss. Cts review of the total daily dose with the patient and was able to account for 40.6 units of insulin, leaving approximately 140 units of insulin unaccounted for. This complaint is being reported because the patient experienced rapidly decreasing blood glucose and experienced symptoms of hypoglycemia requiring medical intervention from health care personnel. The patient alleges that there was a prime issue involving the insulin cartridge and/or pump and the allegation remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated loss of prime warnings and a "no cartridge detected" warning on (B)(4) 2012, the date of the reported incident. During investigation, the pump did not recognize the cartridge during the load step and the pump emitted a "no cartridge detected" warning. The force sensor was found to be out of calibration. Additional testing could not be completed due to inability to load the cartridge. The pump was opened and a misaligned force sensor circuit component on the pcb was observed. A retain cartridge sample from lot b201820 was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, a fill test, and a force test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.